Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, all right atrial (ra) lead measurements were appropriate. During the check, the patient began moving in the chair and noise was noted on the ra lead. Atrial impedance measurements during this time were greater than 3,000 ohms. The logbook was reviewed and noted multiple episodes of mode switches due to atrial noise oversensing. As the patient does not require atrial therapy, the entry count to record a mode switch was increased and the system remains implanted. No adverse patient effects were reported.